Event description:
The customer reported striped vision during setup for use before patient was in the room involving an olympus gastrointestinal videoscope. There was no reported patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.